Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. The customer was unable to obtain any alarms when sensor result was low or high and he consequently experienced dizziness and he fell. The customer was treated with insulin (dose unknown) by wife and taken to the hospital, however no further treatment was required. There was no report of death or permanent injury associated with this event.